Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the cut function of the bovie pencil remained activated even after the surgeon had switched it off. The procedure was completed successfully without significant delay, and no adverse consequences or injuries were reported.

Manufacturer narrative:
H6: the quality investigation is complete.